Manufacturer narrative:
(B)(4). Concomitant medical product: biomet smooth stem, cat#: 145026 lot#: 045450. Vanguard 360 tibial tray, cat#: 161432 lot#: 2857200. Biomet smooth stem, cat#: 145022 lot#: 470020. Unknown vanguard bearing. Unknown palacos cement. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07113, 0001825034-2017-07114, 0001825034-2017-07115, 0001825034-2017-07116, 0001825034-2017-07117. Product location unknown.

Event description:
It was reported that the patient was revised to address pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. It was noted that a right femoral component was implanted into patient's left knee. Hence the root cause of the reported issue is determined to be user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends